Manufacturer narrative:
A ge representative evaluated the system. Manufacturer's investigation is ongoing.

Event description:
The customer reported the system would not boot up. No patient injury was reported.